Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit ground pin missing from power reel. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: e1 (initial reporter, event site email) additional point of contact: contact person name: (B)(6), contact person e-mail address: (B)(6), (B)(6), contact person occupation: biomed, contact person phone number: (B)(6) getinge field service engineer (fse) found the cardiosave intra-aortic balloon pump (iabp) ground pin missing from power reel. Fse replaced power reel. Device passed safety and functional tests. Device was returned to customer and cleared for clinical use. There was no patient involvement. Discovered during routine checkout. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0012-00-1688-21 rev. Q, serial number (B)(6), with a reported unit failure of the ground prong being damaged. The fat performed a visual inspection and found that the ground prong on the wall plug was broken. Please see attachment. Due to this damage, it is not safe to install and test power reel. Fat was able to verify the reported issue of the ground prong being damaged. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.